Manufacturer narrative:
1. DHR/bhr review (lot#: 3080088): 1) this batch of products were assembled at intima ii auto line 2 in april 2023, and packaged at r240 package line in april 2023. Work order quantity was (B)(4) ea. 2) review the in-process test reports and outgoing test reports, and all test results meet the product specifications. Among them, the prn torques meet the outgoing inspection requirement. 3) review the production records with no nonconformance, deviation or rework activities. 4) the prn batch used in this batch of products is 3083068, review the raw material inspection records, no abnormalities. 2. No defective sample and photo have been received. 3. The retained sample of this batch is taken for prn removal torque test and prn pull force test (i.e., test the separation force between the sleeve stopper and the bottom housing), and the test results are all within the product specifications. Conclusion(s): as no abnormalities are found in the process and retained sample, the status of the prn coming apart and falling off cannot be identified, and the usage of the indwelling needle is unknown, so the root cause of the defect cannot be confirmed.

Event description:
No additional information provided.

Event description:
It was reported that bd intima-ii y 24gax0.75in prn/ec slm cap came loose the following information was provided by the initial reporter; clinical nurse's heparin cap came apart and fell off during indwelling needle sealing. Repuncture with a new closed IV indwelling needle.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.